Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had difficulty with priming the insulin pump. Customer was very upset about the new pump's prime feature. Customer was walked through the process but was so angry that he was evidently not following the instructions, which included making sure he had disconnected the tubing from his body. It seems that when he was finished, he actually did up to 3 primes with the infusion set connected to his body, which could cause a massive overdose of insulin. Customer's wife was told the potential danger that the customer was in and was given instructions to watch his blood sugar very carefully for at least 4-5 hours and to have fast acting sugar for him or call 911 as needed. Customer needed to either come off the pump as soon as possible to learn how to operate it correctly. No additional information provided.